Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e2 the getinge field service engineer (fse) was dispatched they replaced the drive manifold and the alarm did not disappear so the new drive manifold was removed and the old one was placed back in. The fse replaced the pcb,front end module(0670-00-0668) once front end module was replaced fse tested the machine for five hours under observation. There was no further error after replacing the part, the pcb rectified the fault. The machine was handed over in good working condition.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check of cs300 intra-aortic balloon pump (iabp) electrical failure code 119 occurred. There was no patient involvement.